Event description:
The following has been reported: customer received an agilia sp mc wifi pump back from that has been involved in an incident. The pump presented error 01 - motor rotation which led to an over-infusion, causing the patient's blood pressure to rise and a headache for a short time. Nurse note: customer was looking after bed 5 last night and she was running at 2ml/hr noradrenaline. The pump came up saying 'motor rotator' with an error code and was alarming. Patient bp then shot up to 241/60 (map 113). Customer checked all of the pump and there was no obvious deformities to the pump or line. The patient then claimed of a very sore head and seeing stars. Nurse stopped the noradrenline and patient bp came down fairly quickly but on my pump check it appeared that a small amount had bolused through (20.5 ml). Patient headache resolved quickly and bp dropped so the noradrenline was re-started at a slower rate and then adjusted as appropriate. Nurse have started it on a new machine. The patient was closely monitored after and headache resolved quickly. Nurse have datixed it also and left the pump out reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.